Manufacturer narrative:
Investigation report: the information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lotand product family level. In conclusion, abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issues as no information was provided for investigation. Reference MFR. Report numbers 1221359-2022-04395 through 1221359-2022-04397.

Event description:
The consumer reported three (3) false negative results with the binaxnow covid-19 antigen self-test performed on (B)(6) 2022 . This MFR. Report addresses report one (1) of three (3). The consumer performed two binaxnow tests which generated negative results. The consumer went to the emergency room on the same day for unknown reasons and reported to have tested positive (platform unknown). Although requested, no additional information was provided.